Manufacturer narrative:
Evaluation summary: the lens was returned and haptic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. File info indicated the use of an approved cartridge. The handpiece indicated, is not approved for use with the cartridge. The viscoelastic indicated is not approved for use with the cartridge combinations for this lens model. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. The product investigation could not identify a root cause. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. A completed questionnaire was returned on (B)(6) 2013. (B)(4).

Event description:
A nurse reported that following bilateral intraocular lens implant surgery, a pt had the lens exchanged due to blurry vision. Additional info was received from the technician who reported that the event continues. There are two medical device reports associated with this event. This report is for the left eye.